Manufacturer narrative:
(B)(4). Batch #u5ae4a. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the knife moved forward all the way, but did not return to home position completely at the second firing on the stomach. The knife reverse switch was used, then the knife returned a little, but the jaws could not open. The manual override lever was used about one and half times to open the jaws. The staples were deployed properly. The cartridge color was gold. The surgeon commented the battery generated heat and nothing was wrong with a motor sound. He required the intensive investigation about the yellow part inside the firing trigger. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.